Event description:
The customer reported that when they entered patient data into the optia device, the recommendation for custom prime screen appeared. The device was being moved from set up area to the patient bedside and the device was turned off at that point. When the optia was turned back on that screen was not displayed and there was no facility to get to that screen using the go back button. On the options screen the custom prime button stated "no." On that occasion the customer was advised to change the custom prime to yes on the options screen, so that they were able to proceed with prompts for the custom prime. Patient identifier, age, and gender are not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. No machine evaluation was performed as no specific device malfunction was identified at the time. The operator was instructed by the terumo bct account manager on how to proceed with the custom prime option at the time of the run. The machine has since received preventive maintenance with no issues found. The run data file (rdf) was analyzed for this event. The customer's sequence of events was verified in the rdf. The rdf shows that the operator received a 'custom prime recommended' prompt right before the machine was shut down. The operator did not select either yes or no on the 'custom prime recommended' prompt screen. Root cause: the root cause has been identified as a software issue. An internal issue tracker has been initiated to capture the need for a new requirement: if the operator powers off the machine when custom prime has been recommended, and prior to responding to the custom prime recommendation, when the machine is powered back on the device will again make the custom prime selection recommendation.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.